Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to endocarditis of undetermined origin. Reportedly, the patient was currently intubated and was screened for new device, but the field representative had a hard time screening as patient is large breasted with positioning lead under left armpit. Additional information received indicates that the patient also developed an infection but was non-device related and non-pocket related. There were no additional adverse patient effects reported. The rv lead was explanted.